Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR numbers: 1221359-2022-03259, 1221359-2022-02211.

Event description:
The customer reported three false negative result with the binaxnow covid-19 antigen self test assay performed onnasal kitted swab samples on (B)(6) 2022. This report is for result three of three. The consumer tested on (B)(6) 2022 with the binaxnow which generated a negative result. The consumer had confirmatory pcr testing performed on an unknown date which generated a positive result. The consumer retested with the binaxnow covid 19 antigen self test assay on (B)(6) which generated a negative result. The consumer reported that they were symptomatic at the time of testing. No additional information.